Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2018-00081, 2182269-2018-00082, 2182269-2018-00083, 2030404-2018-00047. During an atrial fibrillation ablation procedure a cardiac perforation occurred. Following ablation the patient began to experience chest pain and became hypotensive upon catheter removal. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.